Event description:
Information was received that during pre-test of this smiths medical cadd legacy plus pump, the pump failed calibration, and over volume prior to dosing. No adverse effects were reported.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection of the pump found the pump is good physical condition. Functional testing included accuracy testing. The pump passed accuracy tests within the limits. Customer states issue was not confirmed and could not be duplicated. Problem source was identified as inaccurate delivery.